Manufacturer narrative:
A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced to correct the issue. A CAPA was initiated to investigate the root cause of this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, with a recorded pressure of 19.600 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.